Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around, six days of post deployment, the patient experienced abdominal pain. Around six years and two months later, the patient reportedly experienced right lower quadrant abdominal pain, renal colic, and coagulopathy. On the same day, a computed tomography (CT) abdomen and pelvis were revealed that an inferior vena cava filter was present and some parts of this seemed to poke into the adjacent aorta. Around nine months and twenty-five days later, a computed tomography (CT) abdomen and pelvis were revealed that an inferior vena cava filter was present and some of the legs of this filter extended through the wall of the inferior vena cava and one leg extended right up to and possibly slightly through the wall of the descending abdominal aorta. Eventually, two years and five months later, a computed tomography (CT) abdomen and pelvis showed that there was an infrarenal inferior vena cava filter, the superior margin was 1.7 cm below the inferior most renal vein. There was chronic obstructive perforation with one of the struts extended into the abdominal aorta. Subsequently, six months and twenty-nine days later, an attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, a 0.035-inch straight amplatz ultra-stiff guidewire was advanced into the distal vena cava through the vena cava filter. The computed tomography (CT) scan demonstrated a likely embedded tip of the filter. Pre-operative imaging also demonstrated that there was a fractured leg prior to any manipulation of the filter. An 18-french sheath was advanced just above the filter. Because of the embedded tip, approximately 60 seconds were spent with a multi-loop snare to engage the tip, which was unsuccessful. Because of this, a loop snare technique was performed. A sos catheter was used to reverse an 0.035-inch glidewire through the apex of the filter. The filter was then disengaged off the sidewall and was immediately brought up into the 12-french sheath and examined on the back table. This demonstrated the fractured leg. The rest of the filter was intact. The physician was able to identify the fractured leg. After multiple passes with a multi-loop snare, there was no movement within the snare or the leg, so the entire leg was suspected to be embedded into the sidewall of the cava, which should be of no consequence. A sterile occlusive dressing was applied. The inferior vena cava filter¿ was a 4.7 x 3.0 x 2.5 cm portion of metal which exhibited 12 cylindrical metal appendages which came together at one end. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, g4, h6(device: 1528) h11: d1, d4(product catalog no), h6(results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, factor v leiden and on blood thinner for life. At some time post filter deployment, it was alleged that the filter struts detached, migrated entirely to heart and perforated. The device was removed percutaneously. The detached strut was embedded into the sidewall of the cava. The patient experienced chest and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc, filter limb detachment and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
At some time post filter deployment, it was alleged that the patient had a CT scan that revealed ivc filter detachment, perforation, and migration. Furthermore, it was alleged that the ivc filter was removed. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, factor v leiden and on blood thinner for life. At some time post filter deployment, it was alleged that the filter struts detached, migrated entirely to heart and perforated. The device was removed percutaneously. The detached strut is embedded into the sidewall of the cava. The patient experienced chest and abdominal pain; however, the current status of the patient is unknown.